Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value was 384 mg/dl and sensor glucose was 60 mg/dl at the time of the incident. Sensor glucose value that triggered the suspend event was 60 mg/dl. The customer assisted with the troubleshooting. The device will not be returned for the analysis.